Event description:
Distributor reported that outer packaging marking indicated 32/+4 (6570-0-232) as did the inner packaging, however a 32/-4 (6570-0-032) was packaged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been 3 other events for the lot referenced. The following devices were also listed in this report: delta v-40 ceramic head 32/-4; cat#: 6570-0-032; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Distributor reported that outer packaging marking indicated 32/+4 (6570-0-232) as did the inner packaging, however a 32/-4 (6570-0-032) was packaged.

Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 32/-4; cat# 6570-0-032; lot# 89648802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding product mix involving a ceramic head was reported. The event was confirmed by review of the photographs provided. Method & results: product evaluation and results: the outer box of the device shows catalog number 6570-0-232, lot 89546202 on the label and also shows that the device was intended to be a 32mm head with a nk lnth of +4mm. A photo showing that the device packaged bears the marking 32mm -4. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 8 other similar events for the lot referenced. Conclusions: the reported product mix was confirmed. Nc was raised to further address this event.